Manufacturer narrative:
This failure is representative of lights and components not being cleaned according to manufacturer specifications, typically being overly saturated and allowed to air dry. No serial number is present on the affected components, which were believed to be installed in 2004. Improper cleaning practices throughout this amount of time may allow degrading of the labeling containing the serial information of the components.

Event description:
On september 7, 2022, dkk was informed that radial arm and lfs hubs at (B)(4) were experiencing rusting and flaking of powder coating. It was reported that during a surgical procedure, a paint chip fell into an open incision. The chip was removed and the incision was cleaned - no patient injury reported.